Event description:
A patient reported they experienced the events of right side ¿rupture¿, ¿implant has dropped¿, ¿echogenic fluid extending between the implant shell and the fibrous capsule¿, ¿abnormal folds of the shell within the breast implant lumen¿, ¿itchy sensation¿, ¿right implant is sitting slightly lower than the left implant." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, black particles and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the return device identified: broken shell with sharp edge on posterior side assessed as unidentified(tear) opening(a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: broken shell with sharp edge assessed as unidentified(tear) opening, and the crease/folding of implant condition that was indicated in the complaint was not observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma. These are a known potential adverse events addressed in the product labeling.

Event description:
Patient reported right side rupture, device "dropped," "echogenic fluid extending between the implant shell and the fibrous capsule¿, itchiness, and "abnormal folds of the shell within the breast implant lumen." The device has been explanted.